Event description:
It was reported that two paramedics were injured while loading a patient into the ambulance. The paramedics had to remove the cot from the ambulance to adjust it before loading it back in and were injured during the unloading process. No information has been provided regarding the severity or treatment of the injury.

Manufacturer narrative:
It was originally reported that the treatment and severity of injury to the paramedic was unknown. Additional information has been provided by the user facility and b5 has been updated to reflect this.

Event description:
It was reported that two paramedics were injured while loading a patient into the ambulance. The paramedics had to remove the cot from the ambulance to adjust it before loading it back in and were injured during the unloading process. One paramedic experienced back pain and the other had a bruise on their chest. Neither paramedic required medical intervention.